Manufacturer narrative:
Olympus technical assistance center (tac) support spoke with the customer to troubleshoot the device. Tac instructed the customer to ensure the maj-1430 video scope cable was not connected to the cv-190 and worked customer through how to troubleshoot the device. Customer later called back and stated that the e315 error was gone after removing the pigtail cable, but they are now getting e216 scope communication error message. Tac advised the customer to clean the gold contacts on the scope and the socket connector of the clv-190 and try again and also try another scope to see if it happens with that scope as well. An attempt to collect additional information has been made, but no response has been received at this time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera iii video system center had error code e315 on the cv-190 when connecting a gif-h190 scope. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section e2, e3, g2, h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the cause of the reported issue was an abnormal communication with the endoscope body that was being used triggered the reported e315 issue.